Event description:
The customer was hospitalized for dka and infection from a bite. It was indicated that their bgs were high several times and did not change the set. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained to the customer the two high bg rule. Suggested the customer to call back to perform the high-pressure test when the clamp arrives. Later, the customer called back to run the high-pressure test and the test did not pass.